Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a common failure was confirmed during product evaluation. The root cause of the reported problem was determined to be a depleted main battery. The main battery was replaced and all of the configuration option settings were reset as per the service manual to resolve the reported problem.

Event description:
The facility reported a colleague infusion pump with a "common failure". It is unknown when this condition occurred. There was no reported patient involvement. This had the potential to interrupt delivery. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.